Manufacturer narrative:
Correction: it was discovered on 27-jan-2016, that an incorrect date was referenced in a previous supplemental 3500a submission. The reported date of 16-aug-2016 was reported incorrectly and should be 16-aug-2015. Statement in previous supplemental 3500a submission should read: ¿on 30-jun-2015, it was noticed that a coding error in MDR submissions from our facility resulted in the maude database incorrectly coding the devices related to our MDR submissions from 25-may-2015 to 16-aug-2015. The decision to wait until the database was corrected was made after consultation with the FDA as advised by a consumer safety officer with the information analysis branch, division of post market surveillance, office of surveillance and biometrics. An it solution was implemented on 16-aug-2015. This MDR was submitted to correct the coding error. There is no new information to change the patient information, event description and/or manufacturer narrative that was previously reported.¿

Manufacturer narrative:
Patient weight not available from the site. A medtronic representative, following up with the site, tested the navigation system and was unable to replicate the reported issue. The medtronic representative performed a navigation system check-out, all areas passed. The medtronic representative reviewed the patient archive and reported the site used point merge to register the patient and the fiducial placement looked correct for an accurate registration. A software investigation was completed and was unable to determine probable cause without further information since the on-going investigation proved to be inconclusive based on the information provided. It is suspected that frame may have been inadvertently bumped or moved during the procedure as the inaccuracy was noted an hour into the procedure. No further issues reported.

Event description:
A medtronic representative reported that during a cranial resection the surgeon alleged the navigation system was inaccurate by 2- 3 centimeters. The inaccuracy was observed approximately 1 hour into the procedure. The surgeon opted to complete the procedure without the use of the navigation system. There was no known impact on patient outcome.